Manufacturer narrative:
Findings: pump was received with no vibration due to broken vibrator black wire. No frozen screen noted. Pump passed the operating currents measurement, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had cracked case at display window corner, minor scratched and cracked display window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer replaced the battery and got a flashing white screen then solid white screen. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.